Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. Battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
The wife of male pt contacted lifecor customer support to report that one of the battery packs was not holding a charge. She stated that they noticed it last night when replacing the battery pack. She reported that the battery pack stated it only had 3/4 charge. Support had the wife download. The download revealed "battery pack fault" flags on this battery pack. Support sent the pt a replacement battery pack.